Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.

Event description:
The customer reported that there is no ac led indicator lit. There was no report of pt involvement.